Manufacturer narrative:
The lot number was not provided and a lot history review was not performed. The sample was not returned to bd for evaluation; however, medical records were returned for review. The investigation of the reported malfunction is confirmed for deformation and perforation. Based upon the information provided, the definitive root cause is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced a material deformation and perforation. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient was a (B)(6) year old female with weight not provided.